Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 2.1. Caller also indicated an error 411 and qc2h error for two more points. No changes in pt's condition or medication. Pt's therapeutic range is: (2-3).